Manufacturer narrative:
This supplemental report is submitted to provide an update to the results of the legal manufacturer¿s investigation. Please see updated sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was that the pin of the video connector receiver was bent. This prevented the contact point of the video connector from being connected and prevented from being able to detect the scope. Therefore, it is likely that the scope had become unrecognized. It is likely the pin of the socket was bent because the user connected the video connector with foreign material under force. The instructions for use (IFU) provides the following guidelines: do not apply excessive force to the light source and / or other instruments connected. Otherwise, damage and / or malfunction can occur.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Bent pins inside the video connector had caused the issue. In addition, the bottom chassis of and front panel chassis of the housing needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the visera elite video system center would not pick-up the endoeye flex videoscope image. No patient involvement was reported.